Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain® low profile one-piece abutment 4.1mm(d) x 3mm(h), ilpc443u. Visual inspection via naked eye and camera magnification identified one abutment with abutment screw fractured. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Device history record (DHR) review could not be performed for the ilpc443u as the lot numbers was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. As the lot numbers were unknown, a complaint history review was performed for the ilpc443u item numbers dating back 12 months from the notification date, for similar events using complaint category keywords: fracture screw/loosening. No existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the low profile on unknown tooth location fractured. Moreover, the retaining screw on that low profile was loose.